Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: after a failed attempt to complete a full staple line, the surgeon tried the device and it exploded half way through the firing process. A metal piece flew off the reload. It was found and removed from the pt immediately. However, the load became lodged in the trocar as the surgeon was trying to remove it from the pt. The load/handle and trocar are being sent back. The staple line was incomplete. Additional staple reloads were positioned in a thinner portion of the stomach to remove the incomplete staple line and complete the resection.

Manufacturer narrative:
(B)(4).